Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine and prialt via an implantable pump for unknown indications for use. It was reported that the patient had withdrawal symptoms that subsided following an it rate increase. Then she reported the following symptoms: bilateral upper extremity and facial numbness, 'hot/cold flashes', tasting and smelling iron, chills, shakes and sweating. She was scheduled for a same-day visit. A magnet was placed over the pump to temporarily suspend the therapy to assess if symptoms were side effects. The patient was started on hydrocodone-acetaminophen, xanax and zofran. The magnet was taken on and off pump multiple times and the it rate was decreased. The patient was transported to the emergency room and required inpatient hospitalization due to suspected overdose of bupivacaine and prialt. The patient was later stable and discharged.